Manufacturer narrative:
The complaint device was evaluated visually. Results: a small split (<1cm) had occurred along the moulding seam line where the corrugated tube fits to the adaptor. These devices are pressure tested for leaks before leaving the mfg area. It would appear that there was a weak spot in the seam, and the stress from the interference fit of the adapter caused the split to occur. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusions: the device failure occurred during use of the device from a moulding defect.

Event description:
A hospital reported that a rt021 catheter mount had a crack in the tube. No pt injury was reported.